Manufacturer narrative:
Paralysis, delay of procedure over 60 min. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with cervical spondylotic myelopathy (csm) suggested for spinal therapy. Event occurred post-op. Procedure used was laminoplasty. Levels implanted c4/6. Date of initial surgery was (B)(6) 2021. There was revision surgery done. It was reported that hematoma was removed the day after the centerpiece was placed. There was delay of over 60 minutes. Hematoma recurrence one week later. Here it was also learned that the hematoma was removed the next day. Patient had paralysis due to hematoma. No further complications reported. Device remains in patient.